Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 58 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis and pain. Revision surgery operative notes were provided. It was noted the surgeon observed scar tissue around the acetabular margin. The polyethylene was worn superiorly. Osteolytic areas superiorly were debrided. The patient was awakened and returned to recovery room in stable condition. No additional information is available.

Manufacturer narrative:
D10: ((B)(6)) 188-00-04 - wedge plasma s/o sz 4. ((B)(6)) 180-65-25 - alteon 6.5mm screw, 25mm. ((B)(6)) 170-32-00 - biolox delta femoral head 32mm od, +0mm. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03459. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.